Event description:
In 2008, I had a device inserted to help prevent pregnancy. The device was called essure. For the past year, I have been experiencing problems and within the past 6 months my problems have gotten worse. At first, I experienced weight gain and major bloating. Not, I have excessive bleeding, abnormal periods, pain in my lower abdomen that shoots into my back and down my legs. I can no longer lay flat as I experience a burning sensation throughout my lower abdomen, mood swings, dry brittle hair, etc., and my ob says they only way to fix the problem is to have a hysterectomy which my insurance may not even cover (by the way is a (B)(6) procedure). I have been unable to work because of the pain. The product needs to be taken off the market. I am not sure of the exact date I had the procedure done, however I am guessing in 2009-2010.